Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient developed paresthesia in the arms and chest. The issue was resolved by ending the trial early and removing the leads. The patient had a successful trial prior to the incident and is waiting to be implanted with the permanent device.